Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified; fold creases, wear abrasion, curved opening, observed void >1 mm in non-textured, valve-to shell-bond area. The leak test and microscopic analysis was performed which identified: two curved sharp openings on patch bond edge and valve bond edge assessed as unidentified (tear) opening (a dimension measurement in the shell was performed which identify the thickness within specification). The fill test inspection was performed, the result is no blockage. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation of device. The device has been explanted and replaced.